Event description:
It was reported that a large volume infusor leaked from the filling port. This occurred during filling with an unknown drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 12k052 was manufactured october 16, 2012 ¿ october 17, 2012. During the device evaluation, leak (backflow) was observed at the fill-port. The examination revealed the cause of the leak (backflow) was determined to be related to particulate matter that was trapped under the check-band. The particulates were identified to be polypropylene material via ftir spectrophotometer scanning. Based on the findings, the reported leak problem was verified. The product did not meet product specification and was found to be a nonconforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.